Manufacturer narrative:
The ventilator was returned to a third party service center for eval and the customer's complaint was confirmed. The device's active exhalation control module and sensor board were replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.